Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device evaluation confirmed the symptom of "system error 322", caused by a loose lower latch switch screw. The lower latch screws were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a device displayed a "system error 322" message. It was also reported that there was no pt involvement.